Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device me specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced inappropriate defibrillation therapy due to a broken right ventricular (rv) lead during a remote follow-up. Additionally, high pacing impedance was observed on the lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.